Event description:
It was reported that during patient treatment, there was no tidal volume measured. There was no patient harm. Manufacturer's ref : (B)(4).

Event description:
Manufacturer's ref # :(B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility and no parts have reportedly been replaced. Provided ventilator logs were reviewed. Alarms for high respiratory rate were generated in combination with peep high and expiratory minute volume low alarms. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and alarms are generated. Expiratory minute volume low alarms have been generated, as an indication of difficulties with ventilating the patient. Peep high and expiratory minute volume low alarms indicate that ventilation was ongoing. A high peep alarm will occur when the measured end expiratory pressure is above the preset alarm limit for three consecutive breaths. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the set lower expiratory minute volume alarm limit. This leads to that the patient is not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient circuit, where one possible cause is an occluded expiratory bacterial filter. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed prior and after the event. The exact root cause of the reported event has not been determined but most probably it was an occluded bacterial filter. There is no indication of a ventilator malfunction at the time of the event.